Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be completed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were spitting out. One clip would deploy and the next one would spit from the device. A new device was used to complete the procedure. There was no patient consequence.